Event description:
Procedure: right upper lobe resection. According to the reporter: prior to the third fire, I-drive and the device were used. The blood vessels were stuck on the jaws, so it could not be removed. The surgeon tried to open and close jaws, but it could not be removed by bending jaws. To correct the issue, the device was removed by scissors. When pulling off the device to remove it from the tissue, a vessel was torn, and there was about 500 cc. Of blood loss. To recover the issue, the surgeon performed a small thoracotomy and closed by hand sewing. Operating time was extended by more than 30 min. There was additional tissue resection and tissue damage. Nothing fell into the cavity. The last patient status: under observation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia* universal roticulator* 30-2.5 single use loading unit opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation of the reported condition and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the loading unit was fully fired. There was material in the cartridge track that appeared to be dried blood. Engineering noted no visual abnormalities. The loading unit was loaded into a pmv representative instrument for functional testing. The loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. The returned sample as received by medtronic was found to meet specifications and the reported condition was not confirmed. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).